Manufacturer narrative:
Block h6: imdrf code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that prior to a retrograde intrarenal surgery procedure, a tria ureteral stent was broken during guidewire insertion while preparing for the procedure. The procedure was completed with another of the same device. No patient complications were noted.

Manufacturer narrative:
Block h6: imdrf code a0401 captures the reportable event of stent shaft break. Block h11: investigation analysis the returned tria ureteral stent was analyzed, and during the inspection, it was found that the stent bladder coil was detached, which did not confirm the reported event "stent shaft break". Based on the most relevant information, the analysis performed to the returned device, it is possible to conclude that this problem could be caused by operational factors. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A risk review was completed and confirmed that the event of "stent shaft break and stent coil detached/separated" was defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the results of the device evaluation, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that prior to a retrograde intrarenal surgery procedure, a tria ureteral stent was broken during guidewire insertion while preparing for the procedure. The procedure was completed with another of the same device. No patient complications were noted.